Manufacturer narrative:
Product ID neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2009, product type lead product ID neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2006, product type lead; product ID 748240, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2009, product type extension; product ID 748240, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 7438, serial# (B)(4), implanted: (B)(6) 2006, product type programmer, patient. (B)(4).

Event description:
It was reported that a patient felt a shock sometime between 2006 and 2011. The reporter did not have recollection of the exact date. Additional information has been requested but was not available as of the date of this report.